Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device failed the sample mesh test during evaluation. The cutter was damaged, the side plate and screws were worn, and the bottom roller was discolored. The cutter, side plate, screws, and bottom roller were replaced and resolved the reported issue. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : germany.

Event description:
It was reported that outside of surgery, the unit was damaged - used meshgraft - used cutting roll. There was no patient involvement. During device evaluation it was discovered that the device failed the sample mesh test. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.